Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the while the customer was attempting to prime the piston did not stop moving and no numbers appeared on the display. It was also reported that insulin was squirting out of the insulin pump. Customer's blood glucose level was unknown. Troubleshooting occured. Advised insulin pump would be replaced.